Event description:
It was reported that the patient had been hospitalised with diabetic ketoacidosis approximately three months ago (exact date not recalled by the patient). The pod was worn between 36 and 48 hours on the patient's leg. The pod reportedly fell off the infusion site, causing the cannula to dislodge. The patient's blood glucose level rose to 33 mmol/l (594 mg/dl). Symptoms reported include nausea, vomiting, dizziness and weakness. The patient did not recall what treat they received however, they noted they received hourly blood glucose monitoring. The patient was discharged after two days.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalisation and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.